Event description:
As reported by the edwards field clinical specialist, following deployment of the sapien valve, it embolized into the patient's ventricle. Per report, the native valve was pre-dilated with a 22x4 aortic valvuloplasty balloon. The decision was made to proceed with implantation of a 26 mm sapien valve. The valve was implanted 50:50 to 60:40 aortic position. Upon examination by echo afterwards, moderate central aortic insufficiency (cai) and moderate paravalvular leak (pvl) were noted. The patient's diastolic pressure began to drop and a decision was made to implant a second sapien valve within the first due to the cai. Another 26 mm sapien valve was prepped in the usual fashion and advanced to the ascending aorta without incident. As the physicians started to advance the tip of the delivery system across the first sapien valve, the first sapien valve immediately embolized. At this point, the patient's hemodynamics were stable and his diastolic pressure improved, returning to his baseline measurement. The physicians proceeded to open surgery to remove the embolized valve. At the time of the report, the patient was in stable condition and the surgery was still being performed. Additional investigation revealed the following: the native annular diameter was 24-25 mm by tee. The native aortic valve was severely calcified. The sinotubular junction (stj) was not narrow or severely calcified. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During valve deployment, balloon inflation was held for five seconds, ventilation was not held, and there was no loss in pacing capture. Eight days following the procedure, it was reported that the patient was still recovering from surgery and doing well.

Manufacturer narrative:
On (B)(6) 2012, it was learned that the patient expired on (B)(6) 2012, (B)(6) days post transcatheter aortic valve replacement (tavr). Upon investigation it was learned that the patient expired due to respiratory issues. Per report, the patient did well after surgery, was neurologically intact and his heart was functioning well. However, he could not be weaned off of ventilation. The patient was alert and asked to be taken off the ventilator. He subsequently expired.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Cine/fluoroscopic and echo images were submitted to edwards and reviewed by the edwards medical director. Imaging observations: tee- via tee there was noted severe bulky aortic valve calcification predominantly between the non-coronary cusp (ncc)/left coronary cusp (lcc) and ncc/right coronary cusp (rcc). There was moderate-severe aortic root calcification, no porcelain aorta, and no mitral annular calcification (mac). Tee demonstrated an annular measurement of 27mm. During deployment the valve appears canted with the posterior edge of the valve 50:50 and the anterior ventricular edge of the valve canted too ventricular (70:30 ventricular). There was severe pvl and moderate cai as assessed by tee. On short axis view there was severe posterior pvl (20% of circumference) demonstrated. This is in the same area of the noted bulky calcification. Leaflet coaptation was appropriate. Tee demonstrates a 2nd sapien valve within the 1st valve and then subsequent ventricular embolization. Cine findings: poor coaxial alignment with significant canting of the valve anteriorly. Good image intensifier angle (iia) from ap view. Positioning 65:35 ventricular with 1mm aortic movement during deployment. Valve deployed canted anteriorly which is consistent with echo findings. Embolization of valve not available on imaging provided. Imaging-impressions: poor coaxial alignment of the delivery system and sapien valve with significant canting resulted in anterior tilting of the valve on deployment. This canting lead to a severe posterior aortic pvl with moderate central ai. The valve appeared undersized relative to the aortic annulus on tee long axis view (27mm measurement) and this may have contributed to the valve embolization and pvl. Finally, bulky calcification at the area of the ncc and lcc may also have contributed to the pvl. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that several patient and procedural factors contributed to the pvl, including bulky calcification at the area of the ncc and lcc and poor coaxial alignment of delivery system and sapien valve, which led to the sapien valve being canted. On imaging, the valve appeared undersized relative to the aortic annulus on tee lax (27mm measurement) and this may have contributed to the valve embolization and pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.